Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review will be performed. The device and a photo have been returned for evaluation; the evaluation identified material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced material deformation. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The device and photos were returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implantable port allegedly experienced material deformation. This information was received from one source. This malfunction involved one patient with no patient injury. Age, weight, and gender were not provided for the patient.